Event description:
The account alleges that a drainage catheter is leaking fluid from the valve after acquiring patient access. No patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for investigation. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A suspect device was returned for investigation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.